Event description:
It was reported that the pt underwent a posterior pelvic floor repair in 2006. Postoperatively, a mesh exposure on the left side of the anterior vaginal wall was noted.

Manufacturer narrative:
Exposure of the mesh in prolift cases can occur for a variety of reasons such as inadequate mucosal closure, atrophic vaginal skin, or postoperative trauma to name a few. These sometimes close spontaneously with time and estrogen therapy. Others require resection in the office or the operating room. Exposure is a risk with use of any foreign material.